Manufacturer narrative:
(B)(4). The field service specialist (fss) inspected the unit and confirmed the reported issue. Fss replaced the hard drive, which resolved the issue. Fss performed the system test/field service checklist, which the unit passed and it was found to meet all amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported the whitestar signature system stopped with black screen. The system was re-started, but there was no gain. There was no patient involvement reported and no patient treatments delayed or cancelled.